Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The close door messages were confirmed and reproduced while loaded a set and attempting to run an infusion. This condition was determined to have been caused by the failed lower latch switch. The lower auxiliary assembly, including the failed latch switch, was replaced.